Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11 , e3. Corrected field :b5 , e1 ( initial reporter ) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board (0670-00-1162). The unit was then functioning satisfactorily. All functional tests were performed. The iabp was returned to the customer in working condition.

Event description:
It was reported that during routine check the cardiosave hybrid intra-aortic balloon pump (iabp) was not switching on. There was no patient involved.

Manufacturer narrative:
E1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the engineer that cardiosave hybrid type d plug intra-aortic balloon pump (iabp) was not switching on. There was no patient involved.